Event description:
Family member called lfs on 2/2002, for patient, alleging meter was inaccurately high and pt passed out. Per cust. Serv. Rep., the following was documented: -- :family member stated they had an old ultra meter that the doctor replaced for them because it was giving high reading." -- "states family member tested family pt one morning in november and the reading was 150 something." -- family member "gave insulin and was having breakfast and patient passed out." -- "they gave patient a different insulin and when pt came around they gave patient orange juice. Was fine." -- "did more testing did not remember the #." -- "did not go to the hospital or call emergency." -- "doctor had replaced that meter. Did not call lifescan." -- customer does not have meter any longer.